Manufacturer narrative:
Device evaluated by MFR.: a mustang 5mm x 2cm,135cm was returned for analysis. A visual and tactile examination identified that the balloon was tightly folded and had not been subjected to positive pressure. No issues were noted which may have potentially contributed to the complaint incident. A visual and microscopic examination of the markerbands identified no issues which may potentially have contributed to the complaint incident. A visual and tactile examination identified a shaft kink 4mm distal from distal end of strain relief. A visual and tactile examination identified no damage to the tip which may have potentially contributed to the complaint incident. No other issues were identified during the product analysis.

Event description:
It was reported that tip detachment occurred. A 5.0 x 20, 135cm mustang balloon catheter was selected for use. However, during unpacking of the balloon, it was noticed that the distal tip of the balloon delivery system was fractured. The procedure was completed with a different device. There were no patient complications reported and the patient status was stable.

Event description:
It was reported that tip detachment occurred. A 5.0 x 20, 135cm mustang balloon catheter was selected for use. However, during unpacking of the balloon, it was noticed that the distal tip of the balloon delivery system was fractured. The procedure was completed with a different device. There were no patient complications reported and the patient's status was stable.